Event description:
During a meniscus repair procedure using a ultra fast-fix assembly ¿ curved, it was reported that there was deployment failure and one of the implants may be in the patient unsupported. Device was placed in one portal and then the surgeon changed to a second portal to get better visual. At that time the anchor appeared to be in place. The surgeon attempted to deploy the first implant and it did not deploy. The inserter was removed and it was noted that the suture and one anchor was at the end of the inserter. Using arthroscopy, the surgeon checked the portal and cavity for the other anchor and it was not found. A back-up device was used to complete the repair. There were no reports of patient injuries or complications.

Manufacturer narrative:
Device evaluation: one curved ultra fast-fix assembly was returned for evaluation. Visual assessment showed the trigger has been fully advanced and locked within the handle indicating a complete deployment. Only t2 and the suture were returned which are free from the needle. Dimensional assessment of the needle found it met print specifications. Reported non-deployment of t2 cannot be confirmed. No root cause related to the manufacturing process can be established. No further investigation is warranted at this time. (B)(4).